Event description:
The customer advised the tubes seem to have low vacuum and some are popping off, (kicking back) from the needle. The customer advised the tubes popped off both multi-use drawing and evoprotect needles. The customer advised the phlebotomists held the tubes per IFU, but provided the IFU and literature from ts as reinforcement to staff. Customer advised discard tubes were collected prior when the evoprotect device was used. The customer advised the tubes did not fill at all or very little with minor flashback.

Manufacturer narrative:
Complaint (B)(4). A date of the event could not be obtained from the customer. Samples were only recently received, and their evaluation is still in progress. As soon as the investigation is completed, a supplemental report will be filed.

Manufacturer narrative:
Co24-2100-452 received 454247p: 16 loose tubes b240633u, 19 loose tubes b24043av and 50 loose tubes b240834l for evaluation. We have no further inventory of the material/batches. We have no further complaints on the material/batches. Samples were tested, according to gbo standard testing procedures, with regards to correct assembly and draw volume according to iso 6710 'single use containers for venous blood specimen collection' and clsi gp39-a6 regulations for 'evacuated tubes and additives for blood specimen collection'. For batches b240633u and b24043av: tubes were verified to be correctly assembled with no deviations observed. Both standards specify the draw volume to be within +/- 10% range of the nominal fill volume. No visual deviation in fill volume, sporadic low or high fill, could be observed in the tested samples. All tubes tested filled within the +/-10% tolerance range. These portions of the complaint could not be duplicated. For batch b240834l: tubes were verified to be correctly assembled with no deviations observed. Some of the tubes were found to underfill or not fill at all. These tubes were grossly underfilled, which can be easily identified by the user. Although the issue was duplicated on customer samples, a comprehensive investigation of the production process for this batch revealed no factors that caused or contributed to the reported malfunction. Therefore, this portion of the complaint cannot be determined. Additional and updated information: h2 type of follow-up, h3: device evaluated by manufacturer, h6: adverse event problem code, and h11: additional manufacturer narrative.